Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. Examination of the surfaces of the bladder of cylinder 1 indicates contact with sharp instrumentation. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed damage occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed damage would have resulted in an earlier detected fluid loss, it was concluded that the damage most likely occurred during or after explant. The information received indicated the device had tubing leakage, but because no functional abnormalities were noted besides instrument damage, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak. No other adverse patient effects were reported.